Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the associated device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Atrial tachycardia/atrial fibrillation (at/af) episodes recorded with apparent oversensing seen on the electrograms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was a superior vena cava lead impedance alert. The right ventricular (rv) lead had high impedance due to a possible fracture; the rv lead was turned off. It was also reported that the right atrial (ra) lead was oversensing. The patient's physician decided to revise or replace both leads at a future time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.